Event description:
It was reported that the remote monitoring transmission had invalid data and was missing a section of the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer save to disk (s2d) data shows "episode #180 detailed episode data is invalid" on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer save to disk (s2d) data shows "episode #180 detailed episode data is invalid" on (B)(6) 2012.